Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Customers blood glucose level was 210 mg/dl.